Event description:
It was reported the patient underwent a leadless pacemaker (lp) implant on (B)(6) 2023 successfully. On (B)(6) 2023, it was observed via x-ray the lp had dislodged and traveled to the pulmonary artery. On (B)(6) 2023, the lp was retrieved successfully, and tissue was noted on the helix. No replacement device was implanted. The patent was stable.